Event description:
In 2009, pt presented with angulated neck. Pt implant of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension. The proximal extension landed in the angle, a small proximal type I endoleak was noted, however, wanted to wait to reverse heparin. Endoleak was left for monitoring. F/u CT revealed a persistent leak. Four months later, the pt was treated with a 28-28-95rl suprarenal extension with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt's anatomy met criteria for indications for use. No conclusion can be drawn at this time.